Event description:
During implant, the right ventricular (rv) lead was observed to be kinked and not straight. The physician elected to implant a new rv lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix would not retract was confirmed but the reported event of kinked lead body was not confirmed. As received, a complete lead was returned in one piece with helix partially retracted, slightly bent and clogged with blood/tissue. Diagnostic imaging examination showed that the inner coil was slightly overtorqued consistent with procedural damage. After cleaning, helix could be extended and fully retract. The cause of the reported event was isolated to the helix being clogged with blood/tissue and the overtorqued inner coil. Visual inspection did not find any anomalies except for damage consistent with procedural damage.